Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01220.

Event description:
Patient allegedly received an implant on (B)(6) 2000 via the right femoral vein due to pulmonary embolism. In addition, two unsuccessful percutaneous retrieval attempts were made on (B)(6) 2008. Patient is alleging tilt and embedment. The patient further alleges "need to be on and pay for warfarin, and now eliquis for rest of life. And needed inr [internal normalized ratio] testing every 4-6 weeks for number of years & needed bridging for subsequent surgeries. Needed to stop skiing and biking for fear of head injuries." The patient also alleges limitations with "snow skiing, mountain biking, road biking" and is limited to "only walking, and swimming." Per retrieval report (attempted) dated 0(B)(6) 2008: "inferior vena cavagram performed prior to planned inferior vena cava filter removal demonstrates a moderately large thrombus trapped in the inferior vena cava filter. The filter was left in situ." Per retrieval report (attempted) dated (B)(6) 2008: "an 11-french coaxial assembly for retrieval was advanced over the guidewire to the ivc filter. Initial attempts to engage the laterally directed ivc filter apical hook with an amplatz gooseneck snare were not successful. Attempts were made to free the retrieval hook from the lateral caval wall with a pigtail catheter and subsequently a simmons-I reverse-curve catheter. However, the filter apex would not budge." "Inferior vena cavagram demonstrates interval resolution of previously noted clot within the ivc filter. However, the filter apex remains tilted towards the right lateral caval wall, and a stabilizing filter strut remains positioned laterally within the inferior left renal vein orifice. 2. Several attempts to engage the filter apical retrieval hood were frustrated by presumed adherent endothelialization." Per report from CT (computed tomography) dated (B)(6) 2014: "there is an IV caval filter present, slightly angulated with tines extending beyond the wall into the adjacent retroperitoneal fat, unchanged since the prior examination."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2008. The patient alleges to have been injured without further explanation.